Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and the pacing capture threshold in the rv (right ventricle) was intermittent. The analyst noted that the ventricular pacing impedance was stable at approximately 400 ohms throughout the record, but notable data includes a low impedance pacing count of 52. No lead warning has occurred. Additionally, the ventricular capture management weekly trend data shows that the threshold measurements have been varying from an average of 1.75v up to a maximum of greater than 2.5v. Concomitant products: 4058m58 lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited variable thresholds and impedance. There was high threshold values and low impedance values. The lead remains in use. No patient complications have been reported as a result of this event.